Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap appendectomy. According to the reporter: pulmonary vessel was severed and the surgeon had to repair it to safe pt from massive hemorrhage. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. Reinforcement material being used in conjunction with the stapling device is unknown.